Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex fully covered biliary rmv stent was to be used to treat a 7 cm benign stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was a little tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed, however, the stent failed to fully expand. The stent remained implanted and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary rx delivery system was received for analysis; the stent was not returned. A visual examination of the returned device found the stainless steel tube was not actuated beyond its reconstrainment limit. No other issues with the device were noted. Taking all available information into consideration, the investigation concluded that the event is most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex fully covered biliary rmv stent was to be used to treat a 7 cm benign stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was a little tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed, however, the stent failed to fully expand. The stent remained implanted and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.